Event description:
A catheter, in the pt's lumbar region, had been severed during a laminectomy. The pt experienced increased pain and was hospitalized. The primary drug/compound infused was pf saline (9.0 mg/ml, 0.45 mg/day). A catheter access port contrast study revealed that the catheter was severed. It was noted that oral medication was then used to treat the pt's pain. The catheter and pump were explanted and the pt had recovered without sequelae. Additional info has been requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)